Event description:
In 2008, boston scientific corporation was informed that during a procedure, the resolution clip device clip would not deploy off the catheter. An additional six clips were tried with the same result. The procedure was completed with an eighth of the same device without any patient complications. Patient is "stable". Note: this is the sixth report of seven related complaints. Please refer to MFR #'s: 3005099803-2008-06984, 3005099803-2008-06977, 3005099803-2008-06978, 3005099803-2008-06979, 3005099803-2008-06987, 3005099803-2008-06989.

Manufacturer narrative:
.